Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that during a the load step, the pump dispensed the entire cartridge of insulin and the pump emitted a no cartridge detected warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/09/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: a review of the black box history for 06/02/2013 has a ¿no cartridge detected¿ warning along with multiple ¿loss of prime¿ warnings due to zero force. During testing, the pump powered on appropriately. The pump did not detect the cartridge during the ¿load cartridge¿ step. During investigation, the pump was opened and the force sensor circuit was inspected; a cracked trace was found which led to an intermittent connection.